Event description:
It was reported that during a low anterior resection procedure, the surgeon used the green cartridge successfully at the first firing. However, the reload at the second firing failed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that an (B)(4) cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.